Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 165064, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: a22511, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 164911, UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 161397, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. Additional information received that patient wanted a magnetic resonance imaging (MRI) that was why the ipg was explanted. The explanted device will not be returned.

Manufacturer narrative:
The reported ipg and lead had no UDI information since these products were manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.